Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery of the left eye, the doctor noticed that there was no aspiration. An occlusion bell was heard as well. The tubing was checked for any occluded parts and none was observed. The cassette was replaced and the problem was resolved. There was no reported harm to the patient. No further information is expected.